Manufacturer narrative:
Additional information: age , weight , and ethnicity: unknown as information was asked but not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. It was indicated that the iol is not being returned for evaluation therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the doctor was not satisfied with the look of the pre-loaded intraocular lens (iol) and extent of patient contact is unknown. The intraocular lens (iol) is not available for return. No further information was provided.